Manufacturer narrative:
An event of the valve leaflet broken into 3 pieces during procedure was reported. The investigation confirmed that the sewing cuff was intact and contained blood/body fluids. The valve was able to rotate freely. The carbon coating of the fractured leaflet was examined under magnification and appeared to be even and unremarkable. The intact leaflet was able to open and close. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could be due to manipulating the valveith leaflet tester the leaflet got fractured. However, this cannot conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm regent aortic mechanical heart valve was selected for implant. During implant, one leaflet broke into 3 pieces while being tested with the leaflet tester. All pieces were confirmed to have been recovered from the patient. The valve was removed and a new 23mm regent aortic mechanical heart valve was successfully implanted. The patient status was reported as unknown.